Event description:
It was reported that this pacemaker recorded a code 1003, which states a voltage alert. A request was made to have data from this device analyzed. Data analysis identified voltage alert was triggered due to potential high impedance within the battery condition. Device replacement was recommended. Subsequently, this pacemaker was explanted and replaced. No additional adverse effects were reported, and this device has not been returned.